Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
E-mail received on (B)(6) 2018 from (B)(6) regarding consumer complaint for erratic blood glucose test results. Customer had stated they had tested multiple times and results were erratic and too far apart. Unable to contact the customer on (B)(6) 2018 to confirm complaint. Customer returned call on (B)(6) 2018. Husband is calling on behalf of customer. Husband stated that the relionsk was his wife's meter and that a lot of error messages (e-2, 3 and 4) had been obtained. Husband also reported complaint for high blood glucose test results. Customer was concerned with result obtained of 339 mg/dl fasting. The customer's expected fasting blood glucose test result range is 102 - 110 mg/dl. No erratic blood glucose test results were provided. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/31/2020 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.